Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11551. The pt reported she had been feeling soreness at the ipg site, and an aching sensation down her leg on the same side as the ipg is located. In addition, the pt was unable to feel the stimulation, even when she increases the amplitude to the maximum level. The pt reported pain in her shoulder and neck. It was reported the pt was to schedule an appointment with a physician regarding the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.